Manufacturer narrative:
Photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery a packaging of as humeral stem was opened and it was found out that the sterile packaging was compromised. Another implant of the same ref. Was opened and used. Note: device was not used. (Not implanted) therefore no implantation/explantation date given.

Manufacturer narrative:
DHR-review: ref#: 01.04201.143, lot#: 2871587. Yield: 17, delivered: 17. The device manufacturing quality records have been checked and indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: packaging : damaged sterile packaging event description: it was reported that during surgery a packaging of as humeral stem was opened and it was found out that the sterile packaging was compromised. Review of received data: the received pictures confirm that the bags show a tear of around 2 cm exactly at the area where the bags are folded. No other conspicuousness visible. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Lot 2871587 was manufactured on august 09, 2016. Conclusion summary: it was reported that during surgery a packaging of as humeral stem was opened and it was found out that the sterile packaging was compromised. The device manufacturing quality records have been checked and indicate that the released components met all requirements to perform as intended. No product/packaging has been returned to zimmer biomet for the investigation. However, the received pictures confirm that the bags show a tear of around 2 cm exactly at the area where the bags are folded. No other conspicuousness visible. The complaint history shows that no further similar event for lot 2871587 has ever been reported. Additionally no trend on lot or packaging configuration 45gp has been identified. Therefore the most likely root cause is a transport and/or handling issue. An abnormal force led to a damaged inner sterile bag. The investigation results did not identify a non-conformance. However, in the meantime in 2017 the packaging of this product family was revised due to a global packaging change. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.